Event description:
Potential for injury associated with the front riggings on a trsx5rc wheelchair being broken at the weld. This prevents the user from obtaining the needed support for legs and feet.